Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample appeared to be in good condition. Functional testing found sample cannot pass the12 hour inflation test - cuff was deflating during inflation. Source of leak was found to be tear in cuff. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use. The root cause of the reported issue was found to be user interface.

Event description:
It was reported that after the customer started to use the product, the cuff got torn. No patient injury was reported.